Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited under-sensing. Programming changes were made, and the patient will continue to be monitored. The patient had no adverse consequences.